Event description:
Pt who uses an innovo to administer insulin, experienced hypoglycemia and was admitted to hospital. Pt had administered their insulin, but probably did not eat sufficiently and therefore developed hypoglycemia. The pt was transferred by ambulance to hospital where they were hospitalized overnight. Family member stated that the innovo was 'working fine'. Outcome of the event has not been reported. Insulin dose and type are not available. Family member has declined to provide additional information.